Event description:
Pir--picton set up in a pump on labor and delivery. Nurse unfamiliar with the pump and kept getting error messages. Left the room to get help with the pump, when she returned the pump had been free-flowing for a few minutes. Roller clamp was open during the error message.

Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the evaluation is complete.